Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2008 to treat urinary incontinence, a cystocele, an enterocele, and a vault prolapse. On (B)(6) 2010, the patient underwent reoperation to address complications. The patient experienced daily bleeding, dyspareunia, incontinence and pain. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent mesh removal/revision on (B)(6) 2008. On (B)(6) 2012. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-26161 and 2210968-2013-26163. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with repair of cystocele stage 2 with paravaginal defects, and rectocele with graft/prosthesis, cystoscopy, and enterocele with graft ; due to stress urinary incontinence, cul-de-sac with graft/prosthesis, and stage 2 vault prolapse. It was reported (B)(6) 2008 the patient experienced chronic insomnia, cystocele midline, hypertriglyceridemia, pelvic enterocele, vit b12 deficiency. It was reported that the patient on (B)(6) 2008 experienced 1x1 cm anterior exposure: very small exposure posteriorly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that patient experienced infection, urinary problems, bowel problems, recurrence. No additional information was provided.

Event description:
It was reported that patient experienced infection, urinary problems, bowel problems, recurrence. No additional information was provided.